Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringes 3 ml ls 24 g 1 in tw were found broken before use. The following information was provided by the initial reporter: "broken syringe".

Event description:
It was reported that 4 syringes 3ml ls 24g 1in tw were found broken before use. The following information was provided by the initial reporter: "broken syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/14/2020. H.6. Investigation: three photos and two samples were received by our quality team for evaluation. From the photos and samples, a cracked syringe barrel with rubbed off printing was observed. Therefore, the team was able to confirm the customer experience. At the syringe assembly process, there is a rotary main assembly dial at the leak test station. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide resulting in a part being trapped/jammed. A product being trapped/jammed at the side guide may result in the subsequent syringe to rub against the jammed product which could have caused the cracked barrel body and rubbed off the scale line. During production of this batch, a production technician saw this jammed part trapped at the outfeed dial. The technician removed the trapped part and found the jammed part sensor was faulty. The faulty sensor was changed and relocated to detect the presence of the product. Sampling was preformed on this lot and no defects were found and production resumed. This defect could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting it to flow to the subsequent process. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no other quality problems or rejections to this incident were found. Communication with production technicians to raise awareness on this defect and training for recording backtracking details will be preformed.